Manufacturer narrative:
This report is submitted on january 14, 2019, by cochlear ltd. On behalf of cochlear americas. (B)(4).

Event description:
Per the clinic, the patient experienced headaches and pain and developed an infection. Subsequently, the patient underwent revision surgery on (B)(6) 2018, under general anaesthetic, to clean the site and remove the abutment. It was also reported that oral antibiotics were administered (date not reported).